Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving intrathecal baclofen via an implanted infusion pump for intractable spasticity and cerebral palsy. The type of baclofen, concentration and dose was not reported. The pump was implanted on (B)(6) 2015 and explanted on (B)(6) 2015 due to infection. Additional information has been requested regarding the date of onset of the event, additional baclofen medication information, what symptoms the patient experienced related to the infection and what diagnostics were performed, but it was not available at the time of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
The pump ((B)(4)) was returned for analysis and interrogation upon receipt indicated that the pump was delivering lioresal (500 mcg/ml at 50.07 mcg/day). Analysis of the pump found no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.